Event description:
It was reported that during preparation for a procedure involving the neuroguard stent iep sys ng-0740-140-2, the filter partially opened and then "snapped" closed, and the wire that actuates the filter snapped and poked through the filter. Theissue occurred while attempting to open the filter on the back table, submerged in a saline bowl with the stylet in place, and the wire snapped as the actuator knob was fully engaged. A .014 4-7mm non-medtronic (abbott emboshield) filter wire was intended to be used. The device was never implanted or introduced into the patient. The case was completed using an ng-0640-140-2 neuroguard device without any problem.

Manufacturer narrative:
Contego medical is filing this MDR in compliance with the guidance "medical device reporting for manufacturers guidance for industry and food and drug administration staff", section 2.21, USA food and drug administration, november 8, 2016.